Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) (B) (4) alleging that a one touch ultra 2 meter would not power on. The patient indicated that the alleged issue started on (B) (6) 2010, at an unspecified time during the morning. Three days after the alleged issue began, the patient claimed that she developed a symptom of "high glycemy level". The patient denied that he received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what the patient referred to in regards to a "high glycemy level, and if the patient developed any specific high blood glucose symptoms during the time of concern. In addition, it would have been helpful to know what actions the patient took before and after the "high glycemy level" began, if he was able to test his blood glucose on another device during the time of concern, what his last blood glucose reading was before the "high glycemy level" started. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed "high glycemy level" 3 days after the alleged issue began. It is unclear, however, what specific symptoms he developed or blood glucose reading(s) he obtained after the issue began.